Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament repair surgery, the swivelock anchors have either broken off or the thread has turned through, despite using a drill and tap. The broken pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update mackenbach 03-jun-2025 further information was received that the first time, the swivelock broke off (at the bottom of the tip) from the ar-1593 set. The second time with the same patient, the swivelock was stripped.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the anchor was broken off at the tip, and the threads were damaged. No, issues were observed with the eyelet, suture, and driver of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment of insertion, and/or prying/leveraging of the device during insertion.